Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of debris inside the nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited debris inside the nozzle. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the final investigation. In addition, the following reportable malfunction was identified during the device evaluation: internal debris in the light guide bundle. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the additional malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.